Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a fall on (B)(6) 2019 and it felt like his battery shifted. Impedances were measured and were good. The manufacturer representative was able to reprogram the patient to cover his back and leg. The issue was resolved at the time of the report. No surgical intervention was planned or performed at the time of the report. There were no patient symptoms or complications reported or anticipated.